Event description:
It was reported that ongoing intermittent out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer went to the emergency room (ER) on (B)(6) 2022 due to blood glucose (bg) level of 400 mg/dl with high ketones identified as life threatening by a healthcare provider. Reportedly, the customer's continuous glucose monitor was not available and customer did not realize they were going high. The customer delivered a bolus via the pump prior to the ER to address bg. At the time of the report with tandem technical support the customer was still admitted to the ER and no additional information was available. Customer declined follow up to obtain additional information. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.